Event description:
It was reported that when 5 ml of water for injection was pushed into the catheter balloon under normal operations, the balloon ruptured per additional information received by ibc via email on 16jul2020, there were no missing pieces found inside patient.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when 5 ml of water for injection was pushed into the catheter balloon under normal operations, the balloon ruptured. Per additional information received by ibc via email on 16jul2020, there were no missing pieces found inside patient.